Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Evaluation statement: this issue is being closed because multiple email attempts have been made requesting the return status of the device. If and when the device in question is returned this file will be reopened and its contents made to reflect the results of the evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during anterior cruciate ligament reconstruction surgical procedure, it was observed that the biointrafix sheathtrial 9mm *ea device broke when impacted with the hammer. They were able to continue with the procedure without the instrument. Product specialist was not present during the case. Nothing fell into the patient. Patient was fine post-surgery. No delay in surgery. No adverse event to patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.